Event description:
Proximal type I endoleak noted on final angiogram. Another MFR's stent was placed to resolve the endoleak. At conclusion, endoleak still persisted, but the physician believed it would thrombose.